Event description:
It was reported that a few years ago, this pacemaker recorded two signal artifact monitoring (sam) episodes. Review of the electrogram revealed noise on the right atrial (ra) and right ventricular (rv) channels. Technical services suspects the noise was due to electrical magnetic interference (emi) as the patient was in surgery at the time of the episodes. Additionally, a recent sam episode occurred due to electrocautery as the patient was in another procedure and the minute ventilation (mv) sensor was disabled. After review of the electrogram there was oversensing that resulted in pacing inhibition for durations close to two seconds if not greater in some cases. Technical services recommended to turn off the mv sensor or to turn it back on since the patient is not dependent on it. The pacemaker remains in service. No adverse patient effects were reported.